Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery/intraocular surgery. The instructions for use (IFU) indicate that the patients should be managed postoperatively for iop increase that may occur in the early postoperative period as a possible sequelae following cataract surgery in patients with glaucoma. The IFU states that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two stents in one eye. Based on the information available, the root cause for the reported issue cannot be conclusively determined. MFR# reference : (B)(4). Please reference 2032546-2018-00100 for the initial implanted device.

Event description:
It was reported that following cataract surgery, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro-bypass stent system because he used all available actuations to implant the first stent. Per report, there was no issue with the device. A back-up device of same model was used and two (2) stents were successfully implanted. However, one (1) week post-op, the patient presented an iop ¿spike¿ (36 mm hg) on maximum medications. Following counsel with the medical monitor, the surgeon is expected to provide patient status update. Additional information has been requested. This report references the back-up device implanted.